Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review was requested for this implantable cardioverter defibrillator (ICD) due to inappropriate mode switching attributed to far field signal oversensing. Technical services (ts) reviewed troubleshooting options. This ICD remains in service. No adverse patient effects were reported.